Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va13tsg, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had complications with the first implantable neurostimulator (ins). The first ins was in the right hip. It was malfunctioning from (B)(6) 2016 until it was replaced. The leads came out and the ins flipped and was not working at all. It was indicated that the day after it was installed on (B)(6) 2016, she felt it flipping in her hip, she felt like it was doing some somersaults. Every time her device was doing somersaults it would make her feel nausea and she would get a headache. She had lumbar support seat in her car and every time she got in and out of her car seat, she bumped the ins right there in her hip. Patient stated when she bumped the ins, it did not feel good and she was not on any kind of pain medications. The ins was malfunctioning for so long in her right hip that she thinks it caused a lot of inflammation, it felt like it was infection. It was not confirmed, she did not know it for sure. They put the new ins in the left hip even though they planned on implanting in the right hip, therefore, she said she had a feeling healthcare provider (hcp) did not put it in the right hip because there was too much inflammation in her right hip. It was painful all the time. It was causing leg spasms and cramps on her foot and leg. She could not lie on that side. She went to see hcp 2 weeks after the implant surgery and only got to see his physician assistant (pa). Patient stated she trusted the pa and did not ask to see hcp until 1.5 month before the replacement surgery. It was indicated that the new ins was put in in a small container so that it would not flip. It was noted that the rep was at her second implant surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.